Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a lighttrail single use laser fiber was used in a ureteroscopy procedure for stones in the ureter performed on (B)(6) 2022. An auriga 50w xl laser console was used with the laser fiber during the procedure. During the procedure, after approximately 2 minutes of use, the laser fiber snapped outside the patient. No fragments fell inside the patient. The procedure was completed with another lighttrail single use laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. Block h6: medical device problem code a0401 captures the reportable event of fiber break. Block h10: investigation results the returned lighttrail single use laser fiber was analyzed, and a visual evaluation noted that the laser fiber was returned in two pieces. The fiber was fractured in two pieces along the fiber body. The first piece measured 146.6 cm and the second piece measured 162.5 cm. The exposed glass tip measured 5 mm and had normal degradation. When connected to the laser console, the following message was displayed: "fiber may not be used anymore. Please connect new fiber, indicating the fiber was recognized by the laser console and had been used. No other problems with the device were noted. The reported event of the lighttrail single use laser fiber broke was confirmed. It is likely that procedural handling of the fiber during setup or use contributed to the fiber body fracture, resulting in the reported event. Review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the directions for use (IFU) / product label.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. Medical device problem code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on january 20, 2022 that a lighttrail single use laser fiber was used in a ureteroscopy procedure for stones in the ureter for performed on (B)(6) 2022. An auriga 50w xl laser console was used with the laser fiber during the procedure. During the procedure, after approximately 2 minutes of use, the laser fiber snapped outside the patient. No fragments fell inside the patient. The procedure was completed with another lighttrail single use laser fiber. There were no patient complications reported as a result of this event.